Event description:
Initial info regarding unsolicited serious device case from united states was rec'd from pt on (B)(6) 2015. This case involves a (B)(6) female pt who had a ruptured disk, unk duration after startling smart relief tens therapy ((B)(6) smart relief tens therapy). The pt had a long term chronic back problems. In (B)(6) 2015, the pt started using smart relief tens therapy (lot/batch number, expiration date, frequency and indicated was not provided). Control unit serial number: (B)(4), electrode pad lot number: 14071601 and expiration: 31-jan-2017. Pt started that it seemed like the device wasn't providing the pressure. The electrical impulses weren't coming through. It was almost like it's not connecting. If extra pressure was put outside of the unit; then it worked fine. There were times it stopped altogether. She thought something was wrong with the pads so she brought replacement pads, but the problem persisted. The pt slept with the device on as it decreased the need to take pain pills (unspecified concomitant medications) more often. Reportedly, on (B)(6) 2015, pt had a ruptured disk. The ruptured disk happened, after she started using the device. Pt reported that when the battery starts to wear off, it turns off during the session and it slows down. Pt used the device 15-24 times a day. She started using the intensity level of 25 and was now up to 40-45. She mentioned that sometimes she doesn't feel like the intensity was going higher and sometimes it slowed down on it's own. Pt started that she waits in between sessions, but sometimes she turns it back on right away. Action taken: therapy with smart relief tens therapy was withdrawn on an unk date. Info on corrective treatment was not provided. Outcome was unk. Qa review: higher intensity levels will shorten the battery life. A short recovery period between treatments is also an import steps to keep the unit functioning. Proper care and troubleshooting are mentioned in the pi. Consumer does not adequately describe the use and care of the device to make an adequate assessment. All device history records have been reviewed, no anomalies have been found. Awaiting prod return for full investigation. At this time no further investigation is not possible. Seriousness criteria: medically significant.

Manufacturer narrative:
Pharmacovigilance comment: sanofi co comment dated 16-mar-2015: this case concerns a (B)(6) female pt who experienced ruptured intervertebral disk while using (B)(6) smart relief tens therapy. Although the causal role of device cannot be totally overlooked, however pt's elderly age and a history of long term chronic back problems provide a possible alternative explanation for the same.